Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the grasping section unable to open or close due to the detachment of the control axis pin.

Event description:
Olympus was informed that during an unspecified procedure, it was observed that the device did not function properly. There was no pt injury reported. No additional information was provided.